Event description:
It was reported that the battery voltage on the patient's device reached elective replacement indications within (B)(6) of implant. Premature depletion is suspected. The device was removed and replaced.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The high current drain was the result of high internal leakage current internal to the tantalum capacitor c1.